Event description:
It was observed that during the device evaluation, the subject device exhibited stripes in the image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the image is decentralized due to damaged coupler unit. The most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.